Manufacturer narrative:
No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that during a procedure, the imaging system displayed a frame rate error message. It was reported that after rebooting twice, the system functioned normally. The procedure was completed with the use of imaging. There was a delay of less than 1 hour. No impact on patient outcome.

Manufacturer narrative:
Correction: patient identifier.

Manufacturer narrative:
A biomedical engineer on site checked out the system. The issue was not able to be duplicated.

Manufacturer narrative:
Patient identifier obtained. Additional procedure information received.

Event description:
Medtronic received information that there was a 5-10 minute delay to the procedure.